Event description:
A balloon burst at an unknown pressure on the second inflation during a proximal popliteal angioplasty procedure of a calcified and tight lesion. A second balloon was used to successfully complete the procedure without patient complications. The device has not been received. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Co's follow up indicated this balloon was inflated without the benefit of a pressure gauge and the lesion was both calcified and tight. Co believes these factors contributed to this event and does not attribute it to the device. However, without evaluating the device co cannot determine the exact cause for this event. Directions for use state: "to prevent balloon rupture, the recommended balloon inflation pressure should not be exceeded...a pressure gauge should always be utilized to monitor the inflation."

Manufacturer narrative:
B1. No box should be checked. Product problem box should be unchecked. This device was returned, evaluated and retained by this MFR. The engineering evaluation could not confirm a product error. Based on the engineering evaluation, no reportable event and no malfunction of the device occurred. Therefore, co does not consider this to be a reportable MDR.